Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the flex deflectable videoscopes sub-monitor was flickering. The issue was found during set up inspection for use. There was no patient involvement or patient injury reported.